Event description:
The customer reported fluid leaked onto the reaction wheel cover involving the unicel dxc 800 synchron system. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed a faulty solenoid wash collar valve. The fse replaced the solenoid wash collar valve and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a faulty solenoid wash collar valve is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).